Event description:
This 85-yr-old female moved from a bed to a cardiac chair in the stretcher position. All equipment was locked. The positioning of the pt was in proper alignment as the bed had moved from the wall by the rn to properly position pt for the transfer. Pt was placed in chair with pillow on transfer. The head of the chair tipped over and the pt slid backwards with the pillow still under her head. An x-ray taken the following day showed a hairline fracture; pt does have osteoporosis. There was no evidence of this fracture prior to the fall from the chair. Pt is 5'4"; weighs 180 lbs.